Manufacturer narrative:
**UDI related data quality updates only** the previously submitted report had lacking or incorrect information in sections d1 brand name, d4 UDI and catalog number. These sections have been updated with corrected information.

Event description:
Devilbiss healthcare was notified of an incident reported by the provider stating that an oxygen concentrator had evidence of melting on the bottom of the device. There was no report of patient harm or injury. The device was returned to devilbiss for evaluation. After a comprehensive engineering evaluation and analysis of the device, no internal cause could be determined. The front of the cabinet and base showed deformation, which indicates that the heat source was external to the device. There was no evidence of internal damage, and the device operated to specifications. It can be concluded that the thermal deformation was induced by an external heat source and the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. This type of pattern of cabinet deformation is consistent when a unit is being operated near an external heat source, often in an area with poor ventilation (i.e., corner, between furniture, etc.). Devilbiss will provide an update should more information become available.